Event description:
It was reported that the insulin pump alarmed button error. Customer stated that the insulin pump was exposed to water from the rain. Customer also stated that when they went to bolus 4.5 units the numbers rose to 10.0 units. Customer's blood glucose reading at the time of the call was 339 mg/dl and will be treating with a manual injection. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. The up arrow button did not respond due to corroded keypad trace. No scrolling numbers display anomaly found. The device was received with minor scratched display window, cracked battery tube threads, and cracked reservoir tube lip.